Event description:
It was reported the pt had been experiencing abdominal stimulation. The pt's pain pattern is mid-left low back, left leg to foot and right calf to foot. Stimulation was recaptured to cover bilateral leg and lower extremities via reprogramming. However, stimulation to cover back pain has been unsuccessful. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.